Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board and battery were replaced to resolve the reported issue. UDI# (B)(4).

Event description:
The hospital reported an error that causes the unit to shut down resulting in the loss of mechanical ventilation. There was no report of patient involvement.